Event description:
Physician reported to cook vascular sales representative that the pt had under-gone a surgical free flap procedure where the cook-swartz doppler flow probe was utilized. The probe was removed on post-op day 4 and the pt was discharged. The following day, the pt presented with what first appeared to be a hematoma, but upon further surgical exploration, the free flap was found to be thrombosed and ultimately unsalvageable.